Event description:
Baxter affiliate in the UK reports pump overinfused during use o n a pt. The pump was set up to infuse heparin at 2ml/hr for 24 hrs at 15:30. At 11:30 the following day, the infusion was complete. No pt injury was reported. No add'l clinical info is available.